Event description:
Related manufacturer reference number: 3006705815-2022-17774. It was reported the patients leads were cut during an unrelated surgical procedure. A portion of the leads remain implanted. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place to remove the remaining lead that was cut and was replaced with a new lead. Therapy restored. Related manufacturer reference number: 3006705815-2022-17774.